Event description:
It was reported, the bronchovideoscope had loss of image. The issue occurred during an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on further follow-up with the user facility and the legal manufacturer's final investigation. During follow-up with the user facility an additional potential adverse event was noted where there was a 10 minute delay in the procedure. The procedure was a endobronchial ultrasound (ebus)bronchoscopy. The device was exchanged for a like device. The procedure was completed and the condition of the patient was not impacted by the failure. No patient injury was reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that charged coupled device (ccd) cable built inside the bending section was damaged due to stress applied to insertion tube, causing the suggested event. Detection method is described in the item of instructions for use (IFU) below: - operation manual: 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.